Event description:
It was reported that the customer intentionally placed the pump into storage mode. Customer's blood glucose (bg) was 630 mg/dl. A manual insulin injection was administered to address bg. The customer turned the pump back on and continued to use the pump for insulin therapy.